Event description:
It was reported that the fowler gas cylinder was leaking and the fowler was drifting down. There was no reported pt involvement or adverse consequences.

Manufacturer narrative:
Other - fowler.